Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it¿s likely the gas flow display didn't work properly and the circuit board failure occurred due to an electronic component failure. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the high flow insufflation unit's gas flow display didn't show correctly and there was an internal board malfunction. There was no patient involvement.